Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical singapore for evaluation. The customer's report was verified and attributed to the front case assembly. The customer declined replair and the device was returned labeled "not for clinical use". Analysis of reports of this type has not identified an increase in trend.